Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device received with front cover scratched, corroded quick connect, cracked water tank cover, and faded line cord. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's indicated failure was confirmed, and the root cause was the faulty lcd. No action taken due to the condition of the device, which will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the operator was unable to dial in the operating temp and lcd on the unit. Tried multiple checks and tube sets. Trying the lcd resulted in both temps going in opposite directions. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.